Manufacturer narrative:
(B)(4). Date sent 8/18/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: did device jam (not fire clips)? No did device not feed clips (clips not advance fully into jaws)? No did device drop or eject clips?no was there any other issue noted with the clip firing (sideways feed clip, malformed clips, scissored clips, etc )? No did the clip not hold on the vessel or tissue once placed? Yes, fired 3 staples and none of them held. Was there a patient consequence? If yes, how was the issue addressed? No could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No injury. A new stapler was opened to the sterile field. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; stapler failed to fire during procedure in surgery, removed and replaced with new device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. D4 batch #z7016n. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no damage. In addition, the tyvek was returned along with the instrument and two(2) conforming clip inside a plastic bag. The device was tested for functionality. In an attempt to replicate the reported incident the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining fifteen(15) clip as intended. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch z7016n number, and no non-conformances were identified.